Event description:
It was reported that the patient experienced a shocking or jolting sensation from the neck, down the legs and in both arms. It was noted that the patient was "presented in the emergency room due to the internal neurostimulator (ins) being turned on somehow" and that the patient's ins had been off for 6 years because he didn't need it. It was further noted that the patient had reflex sympathetic dystrophy (rsd) syndrome that only covered the legs. The manufacturing representative stated that the he turned the patient off, decreased the stimulation to 0 volts and disabled the magnet switch. Additional information received reported that an impedance check was performed; revealing that all contacts were within normal range and the ins was approaching end of life (eol). It was noted that the manufacturing representative also "turned off the magnet option." The patient was reported to be doing "fine".

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, explanted: product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1999, explanted: product type: programmer, patient product ID: 3587a, lot# l60363, implanted: (B)(6) 1999, product type: lead. (B)(4).